Event description:
An optometrist reported who underwent bilateral lasik was diagnosed with corneal haze in the left eye after photo refractive keratectomy, at the three week postoperative visit. Another report is filed for the right eye. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).